Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ blunt fill needle with filter pushed rubber stopper material into the propofol vial while drawing it up. The following information was provided by the initial reporter: "we recently have experienced a number of events with a bbraun propofol- lipuro range ampule coring during drawing up procedures whilst using a bd blunt fill needle. This resulted in fragments being spotted inside the ample. Foreign body found in multiple syringes of propofol drawn-up from new stock of braun propofol-lipuro 1% using a red drawing-up needle. This has occurred multiple times since the introduction of these bottles and could result in the inadvertent administration of a foreign body into a patient's blood-stream. The route cause is the poor quality rubber used in the bungs of these medication bottles. This issue has occurred to multiple anaesthetists across multiple theatres. The new braun bottles have a very brittle black rubber bung with the possibility of the foreign bodies being core biopsies of these from the bd red blunt fill drawing-up needles. The rubber is of such poor quality. All have experienced multiple core-biopsies of the new bungs on the braun propofol bottles in the last week, all whilst using red drawing up needles. I tried to mitigate using one of the drawing up spikes on the replacement bottle with the whole bung being pushed into the bottle by the spike. Such is the quality of the brittle rubber they are using."

Event description:
It was reported that the bd¿ blunt fill needle with filter pushed rubber stopper material into the propofol vial while drawing it up. The following information was provided by the initial reporter: "we recently have experienced a number of events with a bbraun propofol- lipuro range ampule coring during drawing up procedures whilst using a bd blunt fill needle. This resulted in fragments being spotted inside the ample. Foreign body found in multiple syringes of propofol drawn-up from new stock of braun propofol-lipuro 1% using a red drawing-up needle. This has occurred multiple times since the introduction of these bottles and could result in the inadvertent administration of a foreign body into a patient's blood-stream. The route cause is the poor quality rubber used in the bungs of these medication bottles. This issue has occurred to multiple anaesthetists across multiple theatres. The new braun bottles have a very brittle black rubber bung with the possibility of the foreign bodies being core biopsies of these from the bd red blunt fill drawing-up needles. The rubber is of such poor quality. All have experienced multiple core-biopsies of the new bungs on the braun propofol bottles in the last week, all whilst using red drawing up needles... I tried to mitigate using one of the drawing up spikes on the replacement bottle with the whole bung being pushed into the bottle by the spike. Such is the quality of the brittle rubber they are using.".

Manufacturer narrative:
Investigation summary : it was reported there was coring during drawing up procedures. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe on the side of a vial. No information can be obtained from the photo in regards to the needle assembly. However, the customer has stated the root cause is the poor quality rubber used in the medication bottles. This refers to the vial stoppers. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.